Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 147 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was advised that the battery cap needed to be replaced. A new battery cap was sent to the customer. No further information was provided.